Manufacturer narrative:
This report is submitted on 10 march 2021.

Manufacturer narrative:
This report is submitted on jul 22 2020.

Event description:
Per the clinic, the patient visited the emergency room with complaints of pain at the implant site and dizziness with and without stimulation. The patient was treated with oral antibiotics (date not reported).

Manufacturer narrative:
The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery. This report is submitted on december 23, 2020.